Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock due to t wave oversensing. The sensing vector was changed from secondary to primary. A treadmill test was performed and oversensing was not found in primary at maximum heart rate. This s-ICD remains in service. No additional adverse patient effects were reported.